Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cystoscopy ("cystoscopy") in a 31-year-old female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection, urinary tract infection, vaginal haemorrhage, menorrhagia and endometriosis (ablation). Concurrent conditions included chronic cervicitis and fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, 4 years 2 months after insertion of essure (ess205), the patient experienced cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries hysterectomy (full) to remove one or more of the essure coils,). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, cystoscopy, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, cystoscopy, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea and pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her demographic was added. Her historical condition and medication was added. Lab was added. Essure lot number was added. Following events: abnormal bleeding (vaginal), cystoscopy, abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection and dysmenorrhea (cramping) were added. She had recovered from pain, cramping and abnormal bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and cystoscopy ("cystoscopy") in a 31-year-old female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection, urinary tract infection, vaginal haemorrhage, menorrhagia and endometriosis (ablation). Previously administered products included for an unreported indication: birth control from (B)(4) to (B)(4) 2007. Concurrent conditions included chronic cervicitis and fibroids. On (B)(4)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(4)2011, 4 years 2 months after insertion of essure (ess205), the patient experienced cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries hysterectomy (full) to remove one or more of the essure coils,). Essure (ess205) was removed on (B)(4) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the vulvovaginal pain, cystoscopy, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, cystoscopy, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2007: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea and pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. Outcome of events lower abdominal pain and genital hemorrhage was updated to recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cystoscopy ("cystoscopy") in a 31-year-old female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder infection, urinary tract infection, vaginal haemorrhage, menorrhagia and endometriosis (ablation). Previously administered products included for an unreported indication: birth control from 2006 to april 2007. Concurrent conditions included chronic cervicitis and fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, 4 years 2 months after insertion of essure (ess205), the patient experienced cystoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries hysterectomy (full) to remove one or more of the essure coils,). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, cystoscopy, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, cystoscopy, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-apr-2007: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea and pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.